Event description:
Twenty three days post sapien xt implant the patient was noted to have severe paravalvular leak. The plan was to repeat echo in 8 days however 4 days later the patient was becoming unstable. Reintervention with amplatzer plug or perform post-dilatation was planned for the next day. Upon tee interrogation of the xt valve it was determined that the leak was moderate to severe, and that the valve measured at 22.5mmx24.0mm or was "under deployed valve" as per the operators. Post dilatation was performed under rvp with the previously noted balloon and taken to its nominal volume and held for 5 seconds. Upon deflation the patient was profoundly hypotensive despite pharmacological support; it was then that the cpb was initiated for approximately 2 minutes, and the patient stabilized, hence he was weaned off pump. The pvl was reduced to trace and trace central leak was also noted by md's via tee and angio. With the patients pressures stabilized, cvp improved, and trace leak, it was determined by md's to disconnect the cpb, and close the right chest. The patient was extubated in the operating room and was transferred to the unit in stable condition. Six hours post op the patient was noted to be doing well, alert, oriented, speaking, and moving all extremities.

Event description:
Twenty-three days post sapien xt implant the patient was noted to have severe paravalvular leak. The plan was to repeat echo in 8 days however 4 days later the patient was becoming unstable. Reintervention with amplatzer plug or post-dilatation was planned for the next day. Upon tee interrogation of the xt valve it was determined that the leak was moderate to severe, and that the valve measured at 22.5mmx24.0mm or was "under deployed valve" as per the operators. Post dilatation was performed under rvp with the previously noted balloon and taken to its nominal volume and held for 5 seconds. Upon deflation the patient was profoundly hypotensive despite pharmacological support; it was then that the cpb was initiated for approximately 2 minutes, and the patient stabilized, hence he was weaned off pump. The pvl was reduced to trace and trace central leak was also noted by md's via tee and angio. With the patients pressures stabilized, cvp improved, and trace leak, it was determined by md's to disconnect the cpb, and close the right chest. The patient was extubated in the operating room and was transferred to the unit in stable condition. Six hours post op the patient was noted to be doing well, alert, oriented, speaking, and moving all extremities.

Manufacturer narrative:
Multiple attempts were made to obtain additional patient information; however, the attempts were unsuccessful. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the pvl was attributed to an underdeployed valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received this case will be reopened and further investigated.

Manufacturer narrative:
Invesitgation is ongoing.